Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was returned zoll medical corporation and the customer's report was observed and attributed to the language file, which was found to be corrupted. The device passed daily/weekly/monthly self-tests. The firmware was re-loaded to resovle the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.